Event description:
On (B)(6) 2011, the pt reported e4 (occlusion) error was displayed on the infusion device due to a bent infusion set cannula. The infusion set had been in use for 2 days. Her blood glucose elevated to 180 mg/dl. Her normal blood glucose range is 95-120 mg/dl. She bolused through the infusion device to lower her blood glucose. She also reported there was an abscess at the infusion site. She stated she will speak with her nurse practitioner regarding the abscess or she may lance it herself. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.